Manufacturer narrative:
On 5/19/2020, it was reported to mentor that the date of removal was (B)(6) 2020. The replacement devices were non-mentor allergan brand implants. There was a mild irregular contour of the left breast implant. The right breast implant was confirmed to be ruptured. The left breast implant was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc on the right breast and with mentor memorygel breast implant 275cc on the left breast and experienced rupture on the right breast implant and generalized illness symptoms. The patient reported :¿ body feels bruised sensitive: head, scalp, arm, leg, feet. As a result, the patient is planning on removal and replacement with non-mentor breast implants sometime in the future. This medwatch is for the left breast implant.